Event description:
Related manufacturer reference number: 2938836-2019-13741. Related manufacturer reference number: 2938836-2019-13743. It was reported that erosion was observed. The patient had a small dime sized hole in skin. There was known issue with healing process post implant procedure. The pacemaker and leads were explanted and replaced without any complications. The patient was treated for infection and will possibly be reimplanted later on the opposite side. The patient tolerated the procedure well and was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.